Event description:
After deployment of this stent, the shaft of the stent delivery system (sds) broke into two pieces in the pt. The distal portion remained at the lesion as the proximal portion of the sds was moving back towards the operator. When the physician attempted to remove the sds, only the proximal part could be retrieved. The physician removed the distal tip from the pt, using a retrograde approach through the same leg (left) with a snare. The age and gender of the pt is unk. The lesion was a total occlusion of the left iliac artery. The length of the lesion was approx 80 - 100 mm. The info states that the product was properly prepped and inspected prior to use and looked normal upon opening. The physician used a contralateral approach to access the pt. A 6fr. Sheath was inserted and a terumo .035 guidewire was used to access the lesion, without difficulty. The lesion was pre-dialted. The physician then adanced the sds over the guidewire to lesion. There was no twisting or torquing of the device during advancement and the sds was successfully placed at the lesion. Following deployment of the stent, the shaft of the sds separated at approx 4 inches from the distal tip during retrieval. The proximal part of the sds was pulled from the pt. The remaining distal tip was successfully retrieved from the pt with a snare. There was no reported injury to the pt.

Manufacturer narrative:
The product has been returned for eval and testing; however, the engineering eval has not been completed. Additional info will be submitted within 30 days of receipt.